Manufacturer narrative:
Parts have been received, and all external-facing inlet components have been inspected. No signs of missing fragments were found on any components, particularly the inlet probe. CAPA-01356 has been opened, and further questions have been sent to the customer.

Manufacturer narrative:
Date of incident is estimated. According to the complaint, the incident occurred in the beginning of february.

Event description:
According to the user, while opening the inlet, it got stuck, and she applied additional force to open it. She felt something hit her eye and initially thought it was a blood clot. After a few days, she still felt discomfort in her eye and visited a doctor. The doctor discovered a small metal fragment in her eye. A colleague at the hospital spoke with the user and did not observe any harm, but they are not certain. The user could potentially be infected if the metal peace was contaminated, hence the incident is categorize as serious injury.

Manufacturer narrative:
Investigation has beeen finalized with the following conclusion: what failed: the hospital reported that during usage, the inlet got stuck, and at the same time the user felt something in the eye. 20 days later a microscopic metal fragment was removed by a specialized doctor. How it failed: it is unknown how the inlet got stuck. There was a lot of blood remnants on the returned inlet gasket holder, which could indicate that blood sticking could hold the inlet. The hospital representative estimates that the inlet got in wrong position (and thereby got stuck on the solution pack). It has not been possible to recreate the failure mode (inlet got stuck) object evidence: the inlet module and the solution pack was returned and inspected with microscope. There is no indications that the metal fragment could originate from the abl90 flex analyzer. With the returned inlet module and solution pack it was not possible to re-create the failure mode. What was done to resolve the issue the inlet module was replaced. Since the replacement the failure mode is not observed again. At the hospital they have added safety goggles when handling the analyzer.